Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18jul2019. The repair was completed by the customer. Following repair, the unit was returned to service. The part was returned to the manufacturer for investigation: it was determined the air flow sensor u1 was out of specification causing the air flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Performance verification testing failed for flow accuracy. There was no patient involvement.